Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. Two days after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unknown date; dianeal therapies were discontinued, the peritoneal dialysis catheter was removed, and on an unreported date, the patient started on in-center hemodialysis therapy. After seven days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis. On an unknown date, the patient was retrained on the proper aseptic technique. No additional information is available.